Event description:
After preparing the access vessels dr. (B)(6) and dr. (B)(6) tried to introduce the relay pro device - but when they felt a strong resistance / friction during pushing forward they removed the device and used another one relay pro same diameter without any problems. Due to the high friction and force and the potential to damage the release mechanism, it has been decided to discard the device and use another one. Since the hospital is not willing to hand over contaminated material (due to corona rules) we only have some pictures of the used relay graft. Patient outcome: "with the additional relay pro the patient was treated absolutely well - and is fit already."

Event description:
After preparing the access vessels dr. Barone and dr. Zhorzel tried to introduce the relay pro device - but when they felt a strong resistance / friction during pushing forward they removed the device and used another one relay pro same diameter without any problems. Due to the high friction and force and the potential to damage the release mechanism, it has been decided to discard the device and use another one. Since the hospital is not willing to hand over contaminated material (due to corona rules) we only have some pictures of the used relay graft patient outcome - "with the additional relay pro the patient was treated absolutely well - and is fit already."